Event description:
It was reported that after lightning strike, the power adapter burned. The device would be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.